Manufacturer narrative:
Follow-up #1: date of submission 11/14/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/21/2016 with the following findings: a review of the pump¿s black box showed that the data from the event had been overwritten due to continued use of the pump. No alarms were observed related to the event. During investigation, the rewind, load cartridge and prime steps were performed successfully with no alarms and the pump exercised for 24 hours with no prime issues occurring. The force sensor calibration was found to be within specifications. The complaint of a prime issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a prime (prime issue) issue. It was reported that the pump was not priming the tubing during load step. Reportedly, the user primed the pump but the "filled" primed box randomly changes to empty even though it was primed. No alarms were found but insulin delivery continues as normal. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connected to the body and provides multiple reminders during the prime/rewind sequence.